Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician on 04/23/2010, (B)(4). This case involves a female pt who developed swelling in the temple area, two weeks after poly-l-lactic acid (sculptra) therapy. No additional treatment details were provided. Relevant medical history and concomitant medications were mentioned. Action taken/corrective treatment/outcome - unk. A ptc (pharmaceutical technical complaint) was initiated: (B)(4); (B)(4). Additional information received on 05/27/2010 in the form of ptc investigation results: since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in UK (united kingdom). The review of the dhrs (device history record) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Additional information received on 06/18/2010 from a physician: this non-serious case was received from a physician and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. The pt has no history of immunological or collagen-vascular diseases. The pt received poly-l-lactic acid on (B)(6) 2009, (B)(6) 2009, and (B)(6) 2009. It was injected into the nasolabial folds, marionette lines, temples, and cheek lines. Five vials of poly-l-lactic acid were used altogether. In (B)(6) and (B)(6) 2009, poly-l-lactic acid was reconstituted with 5 ml sterile water and 2 ml lidocaine and two vials were used each time. In (B)(6) 2009, poly-l-lactic acid was reconstituted with 5ml sterile water and 2ml lidocaine and one vial was used. On an unk date (within 3 months of treatment), the pt developed two large nodules to the cheek area that were not visible from the outside, but could be felt by the tongue. After three months, the lesion on her cheek was removed. No biopsy was performed. Nine months after, she developed multiple, small nodules at the injection sites of the cheek and chin. They were 2-3mm and there were no signs of inflammation. There was no evidence of a systemic process. There was no evidence of permanent impairment of a body function of body structure. She had 20 nodules less than 5mm and 2 greater than 5mm. The event remains ongoing.